Event description:
Pt admitted from ed with chest pain and subendo infarction. Placed on telemetery. In 05 staff observed flat line displayed on telemetry central monitor system. All staff report that no alarms were received on their pagers. Patient found unresponsive with telemetry leads off. Cardiac arrest code called. Unsuccessful resuscitation. A review of patient's ECG rhythm history revealed that monitoring ceased during a "leads off" episode. A retrospective review of monitoring system log files revealed that 3 alarms were transmitted to all pagers at the time of the episode to alert staff to the "leads off" condition. Confirmation of receipt by beepers is not possible. No further monitoring took place. The patient was found unresponsive approximately 75 minutes after the "leads off" episode began. The monitoring system vendor (philips) evaluated identified that certain "leads off" condition, in particular, when the rl lead is disconnected, fail to cause alarms to be sent to pagers (central station alarms are activated) although the system is configured to do so. Philips' diagnostic evaluation continues.